Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) applies to the pump and (B)(4) applies to the catheter. The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the catheter was twisted and broken at the pump segment. It had appeared that the pump had been flipped numerous times causing a twisting force on the pump segment of the catheter. The catheter was partially explanted on (B)(6) 2017 and the pump segment was replaced. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The issue was resolved at the time of the report and the patient status was alive with no injury.